Event description:
It was reported that the hand piece for battery powered driver does not turn. It was reported that the issue did not occur (or was not discovered) during surgery and that there was no patient involvement. This report is 1 of 1 (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: date of event is unknown. Additional device product code ¿ gxl. Device is an instrument and is not implanted/explanted. A service history record review was performed for the subject device lot number 003958. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 28-jan-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was also performed for the subject device. The customer reported the device would not turn. The repair technician reported the membrane vent was damaged, the motor was running slow, and the nose cone was damaged. ¿worn-out parts¿ were the reason for repair. The cause of the issue is unknown. The following parts were replaced: membrane vent, nose cone, circuit board, motor, membrane switch/flex circuit and all applicable components. This item was repaired, passed synthes final inspection and was returned to the customer on (B)(4) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.